Manufacturer narrative:
Manufacturers investigation conclusion: the heartmate 3 system controller was returned for evaluation following the reported event of a driveline communication fault alarm. The returned system controller and modular cable were tested in a mock circulatory loop and a driveline communication fault alarm activated when the driveline was connected to the controller. It should be noted that the observed alarm did not affect pump operation at the set speed during testing. The returned controller and modular cable were then tested separately in mock circulatory loops and the issue was isolated to the modular cable; the reported alarm was reproduced while the returned modular cable was connected to a test system controller. The driveline communication fault alarm is further investigated via the returned modular cable investigation. It should be noted that the returned controller operated in a mock circulatory loop with a test modular cable for an extended period of time without any issues or atypical alarms activating. The controller event log files contained approximately 3 days of data combined (B)(6) 2023 ¿ (B)(6) 2023 per the timestamp. A driveline communication fault alarm associated with a comm b fault activated on (B)(6) 2023 at 9:07:17. The driveline was then disconnected on (B)(6) 2023 at 12:18:22 to exchange the system controller and the modular cable. The driveline communication fault alarm resolved when the driveline was disconnected at 12:18:22. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Testing of the returned controller did not reveal any issues that would contribute to the reported alarm. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 13jul2021. Heartmate 3 patient handbook section 5, entitled alarms and troubleshooting, and heartmate 3 instructions for use section 7, entitled alarms and troubleshooting, cover all alarms visual and audible, including the driveline communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled caring for the equipment, describes how to care for and clean all equipment, including the system controller power cables and the modular cable. Section 10, entitled safety checklists, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables and the modular cable for damage. Heartmate 3 patient handbook section 4, entitled living with the heartmate 3, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states although the external components of the heartmate 3 left ventricular assist system are moisture resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings of fluid ingress covering the protective layers of the white and black power cables as well as fluid ingress on the insulation of the white and black power cable inner wires were noted in the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon log file review a driveline communication b fault was seen. The system controller and modular cable were replaced, and the communication fault resolved. Related MFR # of the modular cable 2916596-2023-01988.